Event description:
A vessel occlusion was noticed during coronary angiography after ablation in the right atrium and a stent was placed. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported vessel occlusion remains unknown. Per the IFU, an occlusion is a documented adverse event for catheter ablation procedures.